Event description:
Upon completing the procedure, the physician could only partially deflate the balloon catheter. The physician was able to re-sheath the balloon catheter while inside the right atrium and the device was successfully removed from the patient without any harm. Once the procedure was completed and the balloon catheter was removed, the physician inspected it and found that initially it would not inflate. After some time, the balloon was successfully inflated but then it would not deflate.